Event description:
The customer reported the system was locking up. The system regained functionality after a couple of reboot attempts. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated. The power cord was repaired and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.